Manufacturer narrative:
The returned olecranon plate was examined under magnification. It could be seen that on the fracture surface, there was a smooth portion near the underside of the plate (the portion that was in contact with the bone). There was also a few other smooth areas along the edges of the fracture surface as well as more rough parts near the center of the fracture surface. Smooth surfaces of fracture patterns typically indicate fatigue of the part and more rough surfaces indicated a fast failure. Additional mdrs associated with this event: 3025141-2019-00244: screw 1, 3025141-2019-00245: screw 2, 3025141-2019-00246: screw 3, 3025141-2019-00247: screw 4, 3025141-2019-00248: screw 5, 3025141-2019-00249: screw 6, 3025141-2019-00250: screw 7, 3025141-2019-00251: screw 8, 3025141-2019-00252: screw 9, 3025141-2019-00253: screw 10, 3025141-2019-00254: screw 11, 3025141-2019-00255: screw 12.

Event description:
An olecranon plate and a radial head replacement system were implanted in the patient on (B)(6) 2019. At some point post op, the olecranon plate broke. The broken plate and screws were removed on (B)(6) 2019 and were replaced by a longer plate with a bone graft. A 1/3 tubular plate was also used to buttress the fracture site.